Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, the power supply shorted-out and shut down when the extension cable was inserted into the power supply. A replacement power supply was used to continue the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection showed that there was a small crack on the case cover near one of the screws on the extension cable connector. Electrical testing found no energy was delivered when connected to a hemopro device. The complaint was confirmed. New requirements are being established for OEM lhr review.